Manufacturer narrative:
720185-01, 721494004, reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to tubing was cracked. All components were explanted and replaced. Additional information was received. Device would not inflate. During removal there was a lot of air visible in the pump which led to believe there was a break in the system letting air in. They saw a break in the tubing while removing but did not know for certain if it was caused from trying to remove the device during the procedure.